Event description:
The customer reportedly obtained a 110 mg/dl and 212 mg/dl on the accu-chek advantage system within a ten minute timeframe. No reported actions taken or treatment rendered. No adverse event reported. New system sent to customer an return requested.